Event description:
This 0.021 balloon was mounted with a 20 mm stent. Inserted via existing guide. Stent deployed. Stent only partially deployed due to balloon rupture. Guide, balloon, and stent pulled back, but unable to remove from sheath. Attempting to remove again, unable. Surgery notified that femoral repair needed. Still holding manual pressure to left groin. Pt to or via bed with guide, balloon, stent and wire in place in left femoral area.